Event description:
Information was received indicating that this smiths medical cadd legacy plus pump experienced "under infusion due to no disposable alarm. It was reported that the patient's received about 60% of the medication (100 ml). No patient injury reported.